Manufacturer narrative:
E1 initial reporter email address was added. Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket reported discrepant patient results (false positive) when using the alinity m sars-cov-2 amp kit (list 09n78-095). Therefore, this complaint investigation will also be dispositioned as confirmed. Specification not met: the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit, list 09n78 has been increasing on a monthly basis. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1, 3005248192-2021-00200 follow up report 1, 3005248192-2021-00201 follow up report 1, 3005248192-2021-00202 follow up report 1, 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1, 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1, 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1, 3005248192-2021-00294 follow up report 1, 3005248192-2021-00295 follow up report 1, 3005248192-2021-00221 follow up report 1, 3005248192-2021-00228 follow up report 1, 3005248192-2021-00240 follow up report 1, 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1, 3005248192-2021-00230 follow up report 1, 3005248192-2021-00165 follow up report 1, 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1, 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1, 3005248192-2021-00254 follow up report 1, 3005248192-2021-00281 follow up report 1, 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1, 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1, 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1, 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1, 3005248192-2021-00365 follow up report 1, 3005248192-2021-00114 follow up report 1, 3005248192-2021-00207 follow up report 1, 3005248192-2021-00316 follow up report 1, 3005248192-2021-00337 follow up report 1, 3005248192-2021-00358 follow up report 1, 3005248192-2021-00147 follow up report 1, 3005248192-2021-00130 follow up report 1, 3005248192-2021-00179 follow up report 1, 3005248192-2021-00208 follow up report 1, 3005248192-2021-00222 follow up report 1, 3005248192-2021-00143 follow up report 1, 3005248192-2021-00133 follow up report 1, 3005248192-2021-00142 follow up report 1, 3005248192-2021-00156 follow up report 1, 3005248192-2022-00023, 3005248192-2022-00030, 3005248192-2021-00159 follow up report 1, 3005248192-2021-00285 follow up report 1, 3005248192-2021-00366 follow up report 1, 3005248192-2021-00360 follow up report 1, 3005248192-2021-00362 follow up report 1, 3005248192-2021-00111 follow up report 1, 3005248192-2021-00170 follow up report 1, 3005248192-2021-00210 follow up report 1, 3005248192-2021-00264 follow up report 1, 3005248192-2021-00272 follow up report 1, 3005248192-2021-00247 follow up report 1, 3005248192-2021-00278 follow up report 1, 3005248192-2021-00151 follow up report 1, 3005248192-2021-00396 follow up report 1, 3005248192-2021-00129 follow up report 1, 3005248192-2021-00334 follow up report 1, 3005248192-2021-00256 follow up report 1, 3005248192-2021-00279 follow up report 1.

Event description:
Customer reported two false positive patient results reported on their alinity m sars cov-2 assay. The first false positive was reported to the customer by the patient, who questioned the result. Patient took another test from another lab. The results were negative. One additional sample was reported by the customer. Patient's parents suspected the results and stated the whole family tested the same date and all were negative. The false positives were reported to the patients who questioned the results. There was no report of impact to patient management caused due to these observations.

Manufacturer narrative:
Complaint has been elevated for investigation.